Manufacturer narrative:
Complaint conclusion: during a coil embolization of an unspecified cerebral artery aneurysm the orbit galaxy (640cx0304/15731594) would not detach when pressurizing the dcs syringe ii ((B)(4), lot unknown) to the green zone. An attempt was made to detach the coil by pressurizing to the red alternative detachment zone; however, it still would not detach. Then, the orbit galaxy was safely removed from the patient by withdrawal from the microcatheter. The coil remained attached to the delivery system with no patient injury/impact. There was no resistance or coil stretching during withdrawal of the device. The syringe pressurized as intended to the green and red zone; however per the instructions for use, due to pressurizing to the red zone the syringe was replaced for a new syringe. After that, when the orbit galaxy was replaced for a new product (640cx0304, lot unknown) the coil was able to be detached without any problem. The same microcatheter was used for subsequent coils. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. There is no information regarding the aneurysm or vessel characteristics. Access was obtained via the femoral artery. The orbit galaxy was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The coil system was prepped without any difficulty prior to insertion. Prior to attempt to detach, it was verified under fluoro that there was no stress against the mc or delivery tube. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (brand name and type unknown) and no damages or separation of any part of the coil system during or after removal. The product is unavailable for evaluation. No additional information is available. A review of the manufacturing documentation associated with orbit galaxy lot 15731594 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device history record review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test as per (embolic coil attachment pull test (eas), embolic coil detachment pressure test (cdp) and embolic head piece attachment strength pull test (has) per procedure. Review of the preventive maintenance records for coil loading machine used with this lot were reviewed, and found to have been executed during the established time period. The involved lot was manufactured within the preventive maintenance dates. Based on the reported information and without the return of the devices for analysis, no conclusion can be made regarding the reported event. Based on the review of the device history records there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Event description:
During the coil embolization of an unspecified cerebral artery aneurysm, an orbit galaxy (640cx0304/15731594, complaint product) would not be detached at the green zone using the dcs syringe ii((B)(4), lot unknown). Although the physician attempted the detachment at the red alternative detachment zone, the situation was same. The syringe did pressurize as intended while taking it to the green zone and then red zone. Prior to attempt to detach, it was verified under fluoro that there was no stress against the mc or delivery tube. Then, the orbit galaxy was safely removed by pulling it out of the mc with entire portion of the coil still attached to the delivery system. After that, when physician replaced the orbit galaxy for a new product (640cx0304, lot unknown), physician was able to detach it using same mc; however syringe was replaced for a new one as per IFU. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The syringe was exchanged for a new product after the red alternative detachment zone. The syringe will not be returned for analysis. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (brand name and type unknown) during removal of the coil system through the mc. There were no other damages noted such as separation/break to the coil system. There was no resistance/friction during insertion or removal of the coil system through the mc. The coil system was prepped without any difficulty prior to the insertion. The complaint product is unavailable for evaluation.